Manufacturer narrative:
The insulin pump did not have a battery when it was received. The device passed the displacement test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during the prime test. Unable to determine the root cause of the prime/fill anomaly due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The device had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's wife reported that the customer had passed away. The blood glucose reading at the time of death was not known. The cause of death was renal failure and parkinson's. She stated that the customer was not wearing the insulin pump at the time of death but had been wearing it until eight hours before the event. She also reported that the customer had chosen to remove the insulin pump because it had been difficult to eat. The insulin pump was not removed by emergency workers. Nothing further was reported.